Event description:
The physician was performing a resection in the colon of a previously resected polyp with scar tissue. An interscope representative was not present during this case. At the conclusion of the procedure the physician identified what appeared to be a partial perforation of the colon. A follow on CT scan confirmed the observation that the defect was not a complete perforation with peritoneal exposure. Patient was treated with three (3) endoscopic clips to close the defect. Patient was placed on antibiotics and kept in hospital for observation and discharged the following day. There was no evidence of a device malfunction and the device was not returned for investigation.